Manufacturer narrative:
Exemption number: e2015015.

Event description:
The clinician reported that 3 months after the dental implant and abutment were placed in ada site 13, the implant did not achieve osseointegration. Clinician reports pain, mobility and inflammation. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications. (B)(4).

Manufacturer narrative:
Exemption number: e2015015.

Event description:
The clinician reported that 3 months after the dental implant and abutment were placed in ada site 13, the implant did not achieve osseointegration. Clinician reports pain, mobility and inflammation. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.